Event description:
Procedure: laparoscopic right hemicolectomy. According to the reporter: the handle could not be squeezed completely. The device was removed and monitor tissue damage was reported. Another device was used and additional tissue was resected.